Manufacturer narrative:
(B)(4). A carefusion field service representative advised the user facility biomed to reseat the device¿s gas delivery engine (gde) and retest the device again. He further advised that if the device fails the testing then the device¿s gas delivery engine (gde) is malfunctioning and will need to be replaced. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility if needed to repair the device and return it to service.

Event description:
The user facility biomed reported that during pre use checks the device fails the leak test and is alarming "circuit occlusion" and "circuit disconnect." There was no report of patient involvement.